Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following IFU. Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was no data in the chip and there was a big leak in the scope cover. It was also noted that there was no image after aeration and switch function was not working due to switch box corrosion. The angulation was out of standard value and the plastic distal end cover had dents and corrosion. The light guide lens had fluid inside. The bending section rubber glue had cracks and the control body unit had corrosion. The scope connector and printed circuit board had corrosion. It was noted that there was no build up on the tip of the scope after it was cleaned prior to being returned. The customer noted that the foreign material was a build up of corroded material from inside the scope. The device was precleaned and reprocessed correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had buildup on the distal tip and the instrument channel was damaged. It was noted that the panel on the side of the handle was separated and water invasion occurred corroding the internal pieces. There were no reports of patient harm associated with this event.